Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("possible allergy to metal"), pelvic pain ("pelvic pain") and pelvic adhesions ("omental adhesion") in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia on (B)(6) 2016. In (B)(6) 2016, 1 year 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced the first episode of urticaria ("urticaria") with rash. On (B)(6) -2017, the patient experienced the second episode of urticaria ("allergic urticaria") with rash, pruritus, swelling, burning sensation and rash. On (B)(6) 2017, the patient experienced abdominal pain lower ("cramping"). On (B)(6) 2017, the patient experienced the first episode of rash ("diffuse rash") and pruritus ("pruritis"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced pelvic adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced the first episode of menorrhagia ("menorrhagia"), the first episode of dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), the second episode of rash ("rashes"), migraine ("migraines"), fatigue ("fatigue"), the second episode of menorrhagia ("heavy periods") and the second episode of dysmenorrhoea ("painful periods"). The patient was treated with methylprednisolone (methylprednisolon), hydroxyzine, cetirizine hydrochloride (zyrtec), dexamethasone (decadron), diphenhydramine hydrochloride (benadryl), surgery (hysteroscopy, laparoscopic bilateral salpingectomy and removal of essure on (B)(6) 2017), surgery (hysteroscopy, laparoscopic bilateral salpingectomy and removal of essure on (B)(6) 2017) and surgery (laparoscopic lysys on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, pelvic pain, pelvic adhesions, abdominal pain, dyspareunia, arthralgia, the last episode of rash, migraine, fatigue, the last episode of menorrhagia, the last episode of dysmenorrhoea, the last episode of urticaria, abdominal pain lower and pruritus outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, dyspareunia, fatigue, migraine, pelvic adhesions, pelvic pain, pruritus, the first episode of dysmenorrhoea, the first episode of menorrhagia, the first episode of rash, the first episode of urticaria, the second episode of dysmenorrhoea, the second episode of menorrhagia, the second episode of rash and the second episode of urticaria to be related to essure. The reporter commented: following essure removal her symptoms have largely resolved, although she continues to experience some redness and scarring from her facial rash. She has not been tested for a nickel allergy, but cannot wear fake or costume jewelry, which often contains nickel because it irritates her skin. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: normal limits, no lupus or autoimmune disorder, computerised tomogram - on (B)(6) 2017: essure with possible allergy to metal, hysterosalpingogram - on (B)(6) 2016: bilateral tubal occlusion. Further company follow-up with the consumer, lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('possible allergy to metal/allergy symptoms'), pelvic pain ('pelvic pain/worsening pain') and peritoneal adhesions ('omental adhesion') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. On (B)(6) 2017, the patient experienced urticaria ("urticaria") with rash. On (B)(6) 2017, the patient experienced allergic urticaria ("allergic urticaria") with rash, pruritus, swelling, burning sensation and rash. On (B)(6) 2017, the patient experienced abdominal pain lower ("cramping"). On (B)(6) 2017, the patient experienced the first episode of rash ("diffuse rash") and pruritus ("pruritis"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced peritoneal adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhea ("dysmenorrhea"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), the second episode of rash ("rashes"), migraine ("migraines"), fatigue ("fatigue"), heavy periods ("heavy periods"), painful periods ("painful periods") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with anti allergic agents, dexamethasone, diphenhydramine hydrochloride, hydroxyzine, methylprednisolone (methylprednisolone) and surgery (hysteroscopy, laparoscopic bilateral salpingectomy and removal of essure on (B)(6) 2017 and laparoscopic lysys on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, pelvic pain, peritoneal adhesions, menorrhagia, dysmenorrhea, abdominal pain, dyspareunia, arthralgia, the last episode of rash, migraine, fatigue, heavy periods, painful periods, urticaria, allergic urticaria, abdominal pain lower, pruritus and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, dysmenorrhea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, peritoneal adhesions, pruritus, urticaria, the first episode of rash, allergic urticaria, heavy periods, painful periods and the second episode of rash to be related to essure. The reporter commented: following essure removal her symptoms have largely resolved, although she continues to experience some redness and scarring from her facial rash. She has not been tested for a nickel allergy, but cannot wear fake or costume jewelry, which often contains nickel because it irritates her skin. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: results: normal limits, no lupus or autoimmune disorder. Computerised tomogram - on (B)(6) 2017: results: essure with possible allergy to metal. Hysterosalpingogram - on (B)(6) 2016: results: bilateral tubal occlusion. Further company follow-up with the consumer, lawyer, lawyer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Events worsening abnormal bleeding was added and event worsening pain was clubbed with pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('possible allergy to metal/allergy symptoms'), pelvic pain ('pelvic pain/worsening pain') and peritoneal adhesions ('omental adhesion') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia on (B)(6) 2016. In april 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced urticaria ("urticaria") with rash. On (B)(6) 2017, the patient experienced allergic urticaria ("allergic urticaria") with rash, pruritus, swelling, burning sensation and rash. On (B)(6) 2017, the patient experienced abdominal pain lower ("cramping"). On (B)(6) 2017, the patient experienced the first episode of rash ("diffuse rash") and pruritus ("pruritis"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced peritoneal adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhea ("dysmenorrhea"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), the second episode of rash ("rashes"), migraine ("migraines"), fatigue ("fatigue"), heavy periods ("heavy periods"), painful periods ("painful periods") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with anti allergic agents, dexamethasone, diphenhydramine hydrochloride, hydroxyzine, methylprednisolone (methylprednisolone) and surgery (hysteroscopy, laparoscopic bilateral salpingectomy and removal of essure on (B)(6) 2017 and laparoscopic lysys on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, pelvic pain, peritoneal adhesions, menorrhagia, dysmenorrhea, abdominal pain, dyspareunia, arthralgia, the last episode of rash, migraine, fatigue, heavy periods, painful periods, urticaria, allergic urticaria, abdominal pain lower, pruritus and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, dysmenorrhea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, peritoneal adhesions, pruritus, urticaria, the first episode of rash, allergic urticaria, heavy periods, painful periods and the second episode of rash to be related to essure. The reporter commented: following essure removal her symptoms have largely resolved, although she continues to experience some redness and scarring from her facial rash. She has not been tested for a nickel allergy, but cannot wear fake or costume jewelry, which often contains nickel because it irritates her skin. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: results: normal limits, no lupus or autoimmune disorder. Computerised tomogram - on (B)(6) 2017: results: essure with possible allergy to metal. Hysterosalpingogram - on (B)(6) 2016: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, lawyer, lawyer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('implants removed in pieces/there were 2 pieces removed from each tube, the inner coil and the outer coil'), allergy to metals ('possible allergy to metal/allergy symptoms'), pelvic pain ('pelvic pain/worsening pain') and peritoneal adhesions ('omental adhesion') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. On (B)(6) 2017, the patient experienced urticaria ("urticaria") with rash. On (B)(6) 2017, the patient experienced allergic urticaria ("allergic urticaria") with rash, pruritus, swelling, burning sensation and rash. On (B)(6) 2017, the patient experienced abdominal pain lower ("cramping"). On (B)(6) 2017, the patient experienced the first episode of rash ("diffuse rash") and pruritus ("pruritis"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced peritoneal adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhea ("dysmenorrhea"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), the second episode of rash ("rashes"), migraine ("migraines"), fatigue ("fatigue"), heavy periods ("heavy periods"), painful periods ("painful periods") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with anti allergic agents, dexamethasone, diphenhydramine hydrochloride, hydroxyzine, methylprednisolone (methylprednisolon) and surgery (diagnostic hysteroscopy, laparoscopic bilateral salpingectomy, hysteroscopy, laparoscopic bilateral salpingectomy and removal of essure on (B)(6) 2017 and laparoscopic lysys on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, allergy to metals, pelvic pain, peritoneal adhesions, menorrhagia, dysmenorrhea, abdominal pain, dyspareunia, arthralgia, the last episode of rash, migraine, fatigue, heavy periods, painful periods, urticaria, allergic urticaria, abdominal pain lower, pruritus and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, device breakage, dysmenorrhea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, peritoneal adhesions, pruritus, urticaria, the first episode of rash, allergic urticaria, heavy periods, painful periods and the second episode of rash to be related to essure. The reporter commented: following essure removal her symptoms have largely resolved, although she continues to experience some redness and scarring from her facial rash. She has not been tested for a nickel allergy, but cannot wear fake or costume jewelry, which often contains nickel because it irritates her skin. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: results: normal limits, no lupus or autoimmune disorder. Computerised tomogram - on (B)(6) 2017: results: essure with possible allergy to metal. Hysterosalpingogram - on (B)(6) 2016: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer, lawyer, lawyer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('implants removed in pieces/there were 2 pieces removed from each tube, the inner coil and the outer coil'), allergy to metals ('possible allergy to metal/allergy symptoms'), pelvic pain ('pelvic pain/worsening pain') and peritoneal adhesions ('omental adhesion') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia on (B)(6) 2016. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced urticaria ("urticaria") with rash. On (B)(6) 2017, the patient experienced allergic urticaria ("allergic urticaria") with rash, pruritus, swelling, burning sensation and rash. On (B)(6) 2017, the patient experienced abdominal pain lower ("cramping"). On (B)(6) 2017, the patient experienced the first episode of rash ("diffuse rash") and pruritus ("pruritis"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced peritoneal adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhea ("dysmenorrhea"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), the second episode of rash ("rashes"), migraine ("migraines"), fatigue ("fatigue"), heavy periods ("heavy periods"), painful periods ("painful periods") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with anti allergic agents, dexamethasone, diphenhydramine hydrochloride, hydroxyzine, methylprednisolone (methylprednisolon) and surgery (diagnostic hysteroscopy, laparoscopic bilateral salpingectomy, hysteroscopy, laparoscopic bilateral salpingectomy and removal of essure on (B)(6) 2017 and laparoscopic lysys on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, allergy to metals, pelvic pain, peritoneal adhesions, menorrhagia, dysmenorrhea, abdominal pain, dyspareunia, arthralgia, the last episode of rash, migraine, fatigue, heavy periods, painful periods, urticaria, allergic urticaria, abdominal pain lower, pruritus and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, device breakage, dysmenorrhea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, peritoneal adhesions, pruritus, urticaria, the first episode of rash, allergic urticaria, heavy periods, painful periods and the second episode of rash to be related to essure. The reporter commented: following essure removal her symptoms have largely resolved, although she continues to experience some redness and scarring from her facial rash. She has not been tested for a nickel allergy, but cannot wear fake or costume jewelry, which often contains nickel because it irritates her skin. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: results: normal limits, no lupus or autoimmune disorder. Computerised tomogram - on (B)(6) 2017: results: essure with possible allergy to metal. Hysterosalpingogram - on (B)(6) 2016: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer, lawyer, lawyer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 1-jun-2021: medical record received. Reporter information, patient demographics added. New event:implants removed in pieces,there were 2 pieces removed from each tube, the inner coil and the outer coil was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.